Event description:
In 2001, the account reported low cbc results from a fingerstick sample. The results were: wbc=3.8, rbc=2.27, hgb=6.2 g/dl, platelet=130,000/ul. The account obtained another fingerstick sample and stated that the results were similar. The account stated that the fingerstick sample was not clotted and was mixed properly. The patient was sent to the hospital for a redraw. The hospital results were: wbc=7.7, rbc=4.20, hgb=12.3 g/dl, platelet=320,000/ul. It is unknown what sample type was obtained at the hospital. Treatment to the patient was not impacted by the low results.